Manufacturer narrative:
The reported event cannot be confirmed as the device will not be returned for evaluation. Device not returned for investigation.

Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion into the tibia during a total knee replacement procedure. The broken fragment was left in the patient's bone. It was reported that this was not the first use of the pin. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.